Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery (rca). During advancement of a 3.5 x 33 mm xience xpedition stent delivery system (sds), the stent got stuck in the proximal calcified rca. When removing the sds, when only partially into the guiding catheter, the stent implant could not be pulled further into the guiding catheter and also could not be moved forward. The devices were being removed as a single unit; however, at the proximal edge of the sheath, the guide came out, but the stent dislodged and remained in the radial artery. The stent could be seen at the skin surface at the wrist, so a cutdown was made and the stent was pulled out with hemostats. The patient was hemodynamically stable and there was no hematoma on the wrist. The patient returned to the lab on 12/24/13 for a successful femoral percutaneous coronary intervention (pci) of the rca. No additional information was provided.additional parts were received in the returned goods lab that were used during the procedure. These will be reported for:a 3.0 x 20 mm trek balloon catheter was separated at the proximal seal.a 2.5x 20 mm trek was separated at the guide wire exit notch. A 2.0 x 20 mm mini trek the outer member was wrinkled and torn at the proximal balloon seal. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without any complaints of product quality deficiency to confirm. As observed on the return, there was damage to the catheter which was likely due to the use of the catheter to unsuccessfully retrieve the dislodged stent. A review of the lot history record revealed no non-conformances that would have contributed to the observed damage. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. Based on the information reviewed and return analysis, there is no indication of a product deficiency. The xience xpedition and two treks referenced are being filed under separate manufacturing report numbers.